Event description:
Pt had vaginal hysterctomy w/anterior and posterior wall repair on 6/1/94. At the completion of the procedure, a suprapubic catheter was placed in the bladder. Four hrs post-op catheter was not yet draining, so was removed by the physician. Curved portion of catheter had broken off. Physician suspects tip remains in bladder. Cystoscopy planned to evaluate.